Manufacturer narrative:
The external visual inspection revealed a dented bottom cover. In addition, the electrode was severed along the lead and near the array prior to receipt, which is believed to have occurred during revision surgery. The photographic imaging inspection revealed disturbed wirebonds at the digital and analog chips. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The open device visual inspection confirmed shorted wirebonds between some digital chip pins. The device passed the mechanical tests performed. The failure of this device is attributed to shorted wirebonds at the digital chip which prevented the device from achieving lock. A corrective action was implemented. This is the final report.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.